Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found rinse block (rb1) mechanism sticking and not extending completely. He cleaned and lubricated the rails; readjusted/aligned the rinse block to the probe to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. Failure mode was identified: leak attributed to rb1 mechanism sticking. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous results for all parameters due to sample dilution for any samples presented in the open vial. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as 3 drops of fluid from the probe wash in secondary mode only. There were also imprecision issues with the hemoglobin results, also on the secondary mode only. The operator was wearing personal protective equipment of lab coat, eye protection, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.